Event description:
Reporter indicated that following a 7.1 software upgrade, the site's hp computer would start at the initial welcome screen and then would go blank. Reporter stated, "it stays on the welcome screen briefly and then just turns off." Troubleshooting did not resolve the issue. The product has been returned to cyberonics and is pending analysis.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a serious injury or death.